Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure (ess205) (batch no. 509800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity, cesarean section and temporomandibular joint disorder. Concurrent conditions included toothache, genital warts, menstrual irregularity, skin disorder, bacterial vaginosis, cervicitis and abdominal pain. Concomitant products included morphine. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), depression ("depression"), anxiety ("anxiety"), abdominal pain lower ("cramping/lower abdomen pain"), abdominal distension ("bloating"), weight increased ("weight gain"), hot flush ("hot flashes"), mood swings ("mood swings"), drug hypersensitivity ("allergic to antibiotics"), vaginal infection ("vaginitis"), vulvovaginitis ("vulvovaginitis"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and adnexa uteri pain ("tube pain/ ovaries pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, allergy to metals, depression, anxiety, abdominal pain lower, abdominal distension, weight increased, hot flush, mood swings, drug hypersensitivity, vulvovaginitis, female sexual dysfunction, migraine, headache, vaginal discharge and alopecia outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and adnexa uteri pain had resolved and the vaginal infection was resolving. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, anxiety, depression, device expulsion, drug hypersensitivity, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure (ess205). The reporter commented: right fallopian tube - three coils noted. Left allopian tube - five coils noted protruding into the uterine cavity. Diagnostic results: (B)(6) 2009: dye test: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: headache, pelvic pain, allergy to metals, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 25-year-old female patient who had essure (ess205) (batch no. 509800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, cesarean section and temporomandibular joint disorder. (B)(6) 2009: dye test: total bilateral occlusion. Concurrent conditions included toothache, genital warts, menstrual irregularity, skin disorder, bacterial vaginosis, cervicitis and abdominal pain. Concomitant products included morphine. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), genital haemorrhage ("abnormal bleeding"), allergy to metals ("nickel allergy/allergic to nickel"), depression ("depression"), anxiety ("anxiety"), abdominal pain lower ("cramping/lower abdomen pain"), abdominal distension ("bloating"), hot flush ("hot flashes"), mood swings ("mood swings"), drug hypersensitivity ("allergic to antibiotics"), vaginal infection ("vaginitis/infections"), vulvovaginitis ("vulvovaginitis"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and adnexa uteri pain ("tube pain/ ovaries pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, allergy to metals, anxiety, abdominal pain lower, abdominal distension, weight increased, hot flush, mood swings, drug hypersensitivity, vulvovaginitis, female sexual dysfunction, migraine, headache, vaginal discharge and alopecia outcome was unknown, the depression and vaginal infection was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and adnexa uteri pain had resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, anxiety, depression, device expulsion, drug hypersensitivity, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure (ess205). The reporter commented: right fallopian tube - three coils noted. Left allopian tube - five coils noted protruding into the uterine cavity. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: headache, pelvic pain, allergy to metals, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added.event outcome was added as recovering for depression. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure (ess205) (batch no. 509800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity, cesarean section and temporomandibular joint disorder. Concurrent conditions included toothache, genital warts, menstrual irregularity, skin disorder, bacterial vaginosis, cervicitis and abdominal pain. Concomitant products included morphine. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), depression ("depression"), anxiety ("anxiety"), abdominal pain lower ("cramping/lower abdomen pain"), abdominal distension ("bloating"), weight increased ("weight gain"), hot flush ("hot flashes"), mood swings ("mood swings"), drug hypersensitivity ("allergic to antibiotics"), vaginal infection ("vaginitis"), vulvovaginitis ("vulvovaginitis"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and adnexa uteri pain ("tube pain/ ovaries pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, allergy to metals, depression, anxiety, abdominal pain lower, abdominal distension, weight increased, hot flush, mood swings, drug hypersensitivity, vulvovaginitis, female sexual dysfunction, migraine, headache, vaginal discharge and alopecia outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and adnexa uteri pain had resolved and the vaginal infection was resolving. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, anxiety, depression, device expulsion, drug hypersensitivity, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure (ess205). The reporter commented: right fallopian tube - three coils noted. Left allopian tube - five coils noted protruding into the uterine cavity. Diagnostic results: (B)(6) 2009: dye test: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: headache, pelvic pain, allergy to metals, dysmenorrhea, menorrhagia most recent follow-up information incorporated above includes: on 20-jun-2018: pfs+mr received- new event hot flashes, mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic to antibiotics, vulvovaginitis, migraines, headaches, dysmenorrhea (cramping), expulsion of essure device, vaginal discharge, hair loss, tube pain, allergic reactions update to nickel allergy , infections updated to vaginitis were added. New reporter, patient information, lot number, lab data, concomitant medication, historical and concomitant conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 25-year-old female patient who had essure (ess205) (batch no. 509800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, cesarean section and temporomandibular joint disorder. (B)(6)2009: dye test: total bilateral occlusion. Concurrent conditions included toothache, genital warts, menstrual irregularity, skin disorder, bacterial vaginosis, cervicitis and abdominal pain. Concomitant products included morphine. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), genital haemorrhage ("abnormal bleeding"), allergy to metals ("nickel allergy/allergic to nickel"), depression ("depression"), anxiety ("anxiety"), abdominal pain lower ("cramping/lower abdomen pain"), abdominal distension ("bloating"), hot flush ("hot flashes"), mood swings ("mood swings"), drug hypersensitivity ("allergic to antibiotics"), vaginal infection ("vaginitis/infections"), vulvovaginitis ("vulvovaginitis"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and adnexa uteri pain ("tube pain/ ovaries pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, allergy to metals, anxiety, abdominal pain lower, abdominal distension, weight increased, hot flush, mood swings, drug hypersensitivity, vulvovaginitis, female sexual dysfunction, migraine, headache, vaginal discharge and alopecia outcome was unknown, the depression and vaginal infection was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and adnexa uteri pain had resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, anxiety, depression, device expulsion, drug hypersensitivity, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure (ess205). The reporter commented: right fallopian tube - three coils noted. Left allopian tube - five coils noted protruding into the uterine cavity. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: headache, pelvic pain, allergy to metals, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), abdominal pain lower ("cramping"), abdominal distension ("bloating") and weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, infection, hypersensitivity, depression, anxiety, abdominal pain lower, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, genital haemorrhage, hypersensitivity, infection, pelvic pain and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.